Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part associated with this complaint and performed failure analysis testing. The instrument was found to have a frayed grip cable at the grip hub. Some filaments of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The reported complaint was confirmed through failure analysis evaluation.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, the mega suturecut needle driver had a broken wire. There was no report of patient involvement or no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.